Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that a loss of 50% battery was noted in four months when it comes to this device, and premature battery depletion was alleged. A request for review was needed. A review by engineering noted that the measure of battery usage had increased abnormally and was consistent with a degradation of a component due to hydrogen in the enclosed device case. The device was malfunctioning and should be explanted and returned for analysis. It was noted that the device should have enough capacity to support therapy for sixty two days. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that a loss of 50% battery was noted in four months when it comes to this device, and premature battery depletion was alleged. A request for review was needed. A review by engineering noted that the measure of battery usage had increased abnormally and was consistent with a degradation of a component due to hydrogen in the enclosed device case. The device was malfunctioning and should be explanted and returned for analysis. It was noted that the device should have enough capacity to support therapy for sixty two days. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention required.

Event description:
It was reported that a loss of 50% battery was noted in four months when it comes to this device, and premature battery depletion was alleged. A request for review was needed. A review by engineering noted that the measure of battery usage had increased abnormally and was consistent with a degradation of a component due to hydrogen in the enclosed device case. The device was malfunctioning and should be explanted and returned for analysis. It was noted that the device should have enough capacity to support therapy for sixty two days. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.